Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The event history log showed a record of a 'check syringe plunger sensor error'. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that that left timing plate was not seated properly and was the root cause of the problem. The left timing plate was reassembled. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).

Event description:
It was reported that the pump was alarming to check syringe plunger sensor. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.